Event description:
The device was explanted due to a bvvi mode.

Manufacturer narrative:
The field experience of backup vvi reset mode was verified in the laboratory. A power-on reset (por) occurred during high voltage therapy delivery. Analysis of the device revealed that two of the device's high voltage output transistors were shorted. It is believed that the device's lead was damaged. The device delivered into a low impedance load during high voltage therapy delivery which caused the hardware reset.